Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the transfer set (blood culture). The customer reported that the nurse was conducting a draw from a pt when their finger slipped and nurse received a contaminated needle stick by the needle under the adaptor.